Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had migrated and perforated her fallopian tubes/perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device/essure migrated into uterus") and device breakage ("device breakage") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia) abnormal menstrual bleeding, prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea") and acne ("rashes or skin conditions (acne)"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain daily/pain"), back pain ("back pain daily"), abdominal pain lower ("cramping/lower abdominal pain daily") and thyroid disorder ("other injuries or complications (thyroid)"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse/dyspareunia") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2011, the patient experienced migraine ("migraines/migraines/headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)") with fatigue and headache ("migraines/headaches"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression/psychological or psychiatric problems (depression)"), procedural pain ("following the removal surgery, she suffered a painful post-operative recovery") and vaginal infection ("infection (vaginal infection)") with vaginal discharge. The patient was treated with levothyroxine sodium (synthroid), antibiotics, doxycycline, retinol, estrogen nos (estrogen), surgery (hysterectomy, bilateral salpingectomy), surgery (hysterectomy, bilateral salpingectomy), surgery (hysterectomy, bilateral salpingectomy), surgery (bilateral salpingectomy of fallopian tubes) and alternative therapy (d and c). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, menorrhagia, dysmenorrhoea, migraine, depression and procedural pain outcome was unknown, the uterine perforation, device expulsion, device breakage, back pain, abdominal pain lower, vaginal haemorrhage, female sexual dysfunction, irritable bowel syndrome, vaginal infection, headache, acne and thyroid disorder was resolving and the urinary tract infection had resolved. The reporter considered abdominal pain lower, acne, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, procedural pain, thyroid disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Essure removal date was reported as (B)(6) 2017. All symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure coils migrated, perforated fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs was received. Abnormal bleeding (vaginal), apareunia, device breakage, dysmenorrhea, dyspareunia, fatigue, gastrointestinal or digestive system condition (irritable bowel syndrome), infection (vaginal infection), migraines/headaches, migration of essure device, pain, perforation (uterus), psychological or psychiatric problems (depression), rashes or skin conditions (acne), vaginal discharge, other injuries or complications (thyroid), patient did not underwent essure confirmation test were added. Onset date of the event and its outcome was updated. Product information was updated and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had migrated and perforated her fallopian tubes/perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device/essure migrated into uterus") and device breakage ("device breakage") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia) abnormal menstrual bleeding, prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea") and acne ("rashes or skin conditions (acne)"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain daily/pain"), back pain ("back pain daily"), abdominal pain lower ("cramping/lower abdominal pain daily") and thyroid disorder ("other injuries or complications (thyroid)"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse/dyspareunia") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2011, the patient experienced migraine ("migraines/migraines/headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)") with fatigue and headache ("migraines/headaches"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression/psychological or psychiatric problems (depression)"), procedural pain ("following the removal surgery, she suffered a painful post-operative recovery") and vaginal infection ("infection (vaginal infection)") with vaginal discharge. The patient was treated with levothyroxine sodium (synthroid), antibiotics, doxycycline, retinol, estrogen nos (estrogen), surgery (hysterectomy, bilateral salpingectomy)and alternative therapy (d and c). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, menorrhagia, dysmenorrhoea, migraine, depression and procedural pain outcome was unknown, the uterine perforation, device expulsion, device breakage, back pain, abdominal pain lower, vaginal haemorrhage, female sexual dysfunction, irritable bowel syndrome, vaginal infection, headache, acne and thyroid disorder was resolving and the urinary tract infection had resolved. The reporter considered abdominal pain lower, acne, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, procedural pain, thyroid disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Essure removal date was reported as (B)(6) 2017. All symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure coils migrated,perforated fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had migrated and perforated her fallopian tubes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), menorrhagia ("prolonged menses"), dysmenorrhoea ("menstrual pain"), migraine ("migraines") and depression ("depression"). The patient was treated with surgery (hysterectomy). Essure was removed. The patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). At the time of the report, the fallopian tube perforation, pelvic pain, back pain, dyspareunia, abdominal pain lower, menorrhagia, dysmenorrhoea, migraine, depression and procedural pain outcome was unknown. The reporter considered abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Essure removal date was reported as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure coils migrated,perforated fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.